Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The user alleged device has service required and unable to use; struggling to breath. There is no allegation of serious or permanent harm or injury. The patient reported using an ozone based disinfection device. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.